Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had recognition issue. The plastic or wire was cut. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the erbe generator and passed monopolar energy recognition. The instrument was connected to an in-house monopolar cautery cables on an in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: there was no obvious damage to the mcs within the picture provided.

Event description:
Refer to h11 for follow-up information.